Event description:
Facility reports the following: pt had a inferior vena cava (ivc) filter placed in 2002. Pt presented with primary condition where shortness of breath was also noted. Pt found to have large embolus straddling tricuspid valve. Tissue plasminogen activator given; pt was also heparinized. On the chest x-ray, it was noted that the ivc filter had migrated from the placement site. The ivc filter was extracted under full cardiopulmonary bypass while under cardioplegia arrest. Repair of perforated leaflets of the tricuspid valve was also done in conjunction with ivc filter extraction. MFR's comment: the pt had a vena tech lp inferior vena cava filter implanted for the prevention of pulmonary embolism in 2002. Later in 2002, the pt presented with shortness of breath, and a chest film revealed the filter to have migrated cephalad to and to be located at the tricuspid valve. The filter was surgically removed, and the pt is currently reported to be in good condition.